Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged there was only information available for five days out of the past 14 days; nine days of information was missing from the pump history and the total basal amounts were listed as 0.00 units given. Insulin pump therapy was discontinued and the patient begun on a backup plan per the patient's healthcare provider. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the black box shows a power on reset on (B)(6) 2012 at 20:02 followed by a manual time and date change to (B)(6) 2012 at 01:36. The pump ran until (B)(6) 2012 at 10:13 at which time the time and date were corrected to (B)(6) 2012 at 10:13. A review of the basal history shows 0.00 units from (B)(6) 2012 at 21:31 to (B)(6) 2012 at 23:57 due to a 0 unit basal program being activated. There were no power interruptions observed between (B)(6) 2012. The total daily insulin deliveries for the reported failure date period add up correctly. The pump and a test meter were paired successfully and all buttons were found to be functional. The pump and meter were exercised for 24 hours, during which time periodic boluses were delivered. All boluses were accurately recorded in the pump histories in the correct time order. There was no damage found to the force sensor and power circuits.